Event description:
Revision of humeral liner due to dislocation. Pt was undergoing physical therapy and had not noticed dislocation. It was noted during a routine chest x-ray by his primary care physician.

Manufacturer narrative:
Explanted liner was not returned to manufacturer for evaluation.